Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with amikacin injection (50mg each bag, intraperitoneal, ongoing) and vancomycin injection (100mg each bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized for the event. The patient was discharged eighteen days later, antibiotic treatment was discontinued and the patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.